Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -9.0/+1.5/172 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The patient experienced an excessive vault. On (B)(6) 2023 the lens was exchanged with the same model and power but shorter length and the problem was resolved. The cause of the event is unknown. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -9.0/+1.5/172 into the patient's right eye (od) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a shorter length lens due to excessive vault. This resolved the problem. Cause reported as unknown.

Manufacturer narrative:
H6-device code 1494: off-label use (under 21 yrs of age at date of implant). Claim# (B)(4).